Manufacturer narrative:
Date of event: kobayashi, h., kageyama, y., and shido, y. (2016). Treatment of varus ankle osteoarthritis and instability with a novel mortise-plasty osteotomy procedure. The journal of foot & ankle surgery, 55, 60¿67. This report is for an unknown 5mm tomofix plate / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, kobayashi, h., kageyama, y., and shido, y. (2016). Treatment of varus ankle osteoarthritis and instability with a novel mortise-plasty osteotomy procedure. The journal of foot & ankle surgery, 55, 60¿67. The authors conducted a retrospective study of a novel opening wedge distal tibial osteotomy procedure (mortise-plasty) with rigid plate fixation using synthes 5 millimeter (mm) tomofix plate combined with synthetic bone wedges. From march 2011 to october 2013, twenty seven mortiseplasties were performed in 25 patients to correct varus ankle osteoarthritis and instability. Six males and 19 females with a mean age of 63 years (range 28 to 79) were treated. Clinical and radiographic outcomes were conducted during the follow-up period (mean of 27.3 months with range of 14 to 45 months). Serious injury results included lateral hinge fractures (18) and wound infection with plate removal and successful conversion to a circular external fixator. This is report 1 of 1 for (B)(4). This report is for an unknown 5mm tomofix plate.